Manufacturer narrative:
It was reported, cleaning brush tips broke off from the inside of the scope and were pushed out of the channel and into the patient during a procedure. The physician retrieved the brush tips with a snare and withdrew the scope. Reporter state's no serious injury occurred. However, due to the reported need for medical intervention to retrieve the cleaning brush tips from the procedure site, this medwatch is being filed. The cleaning brush tips involved in this incident were not returned to the manufacturer for evaluation. However, medline quality received a report for two (2 ea) of brush, cleaning, double ended, w/ ha (dyk1002dcbz lot 67419050001 & 23919050001) that the brush tip broke off. Pictures provided for review. The report concluded," this is not a quality issue as excessive force would have been required to break the brush tip off." No further information is available at this time. If additional relevant information becomes available, this report will be reopened and reevaluated.

Event description:
It was reported cleaning brush tips broke off from the inside of the scope and were pushed out of the channel and into the patient during the procedure.